Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was an inpatient post-surgery. Per caller, pt having urinary retention symptoms which caller thought was the usual symptom that pt had. Retention symptoms had been occurring since surgery, 2 days ago. Caller didn't know if stimulation (stim) was shut off for surgery (technical services (tss) reviewed our recommendation that this be done with any cautery use.) Caller didn't know if pt has their remote with them or not. Caller didn't know if this was a return to baseline symptoms or not for patient. Tss reviewed checking for pt's remote to see if stim is turned on or not. Tss reviewed paging field staff only if they run into issues with the system (errors, can't find remote, etc). Caller called back to report that the patient's urinary retention returned. Tss helped caller access therapy app and successfully turned therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did experience urinary r etention prior to the implant and that it did not worsen as a result of the device or therapy. Catheterization was not their standard of care and it was unknown if the issue was resolved.